Event description:
It was reported that the customer was having calibration issues because the sensor would not calibrate at times. The customer also mentioned differences in her sensor glucose and blood glucose readings. The customer stated that she received a sensor glucose of over 400 mg/dl but her blood glucose was 326 mg/dl. Customer found that she was not entering a blood glucose into the bolus wizard. The customer was also hospitalized on (B)(6) 2014 due to high blood glucose levels, ketones and an upper viral infection. The customer's blood glucose was over 330 mg/dl at the time of admission. The customer was treated with an IV. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to monitor insulin pump and call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.